Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the operating room staff called in during the case to report that arm 4 kept faulting out. The technical support engineer reviewed the logs and found repeated faults on arm 4 for error code 23062. The customer attempted to recover from the fault, but it persisted. The customer expressed frustration with the system because arm 4 had just been replaced the previous day and was now faulting again. The customer decided to convert the procedure to a laparoscopic approach.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis the usm was analyzed and found to have no functional issues when installed on an in-house system and passed all relevant testing on a test fixture. Based on the field error logs at the time of the event failure analysis was able to determine that the instrument sterile adapter (isa) is the potential source of the faults. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the isa on the usm carriage. T.

Event description:
Refer to h11 for follow-up information.